Event description:
A malfunction alarm was reported, indicated by a malf 0 code. The issue did not have any adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.